Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 430 mg/dl. The customer took a lot of insulin by the insulin pump. Customer stated, they have a backup plan available. The customer was treated by pump. The customer stated at 3 am blood glucose was 247 mg/dl took some insulin then this morning blood glucose was 309 mg/dl. But did some exercise. Customer was advised due to exercise the could rise his blood glucose activity. The customer blood glucose is 96 mg/dl and will keep an eye on it.